Manufacturer narrative:
The device has been received for evaluation: however, device evalutaion is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 140 mg/dl.